Event description:
It was reported per patient's medical records that on: (B)(6) 2007: the patient presented with degenerative disk disease with spinal stenosis l3-l4 with back pain and severe radiculopathy as pre-op and post-op diagnosis. He underwent the following procedures: posterolateral fusion at l3-l4. Posterior spinal instrumentation using titanium 5.5 mm rod to l3-l4. Autologous local bone grafting augmented with rhbmp-2 and demineralized bony matrix in the form. Per-op notes: the spinous process, lamina and the transverse processes were exposed bilaterally from l3 and l4, dissection was made and a capsulectomy was done at the level of l3-l4 facet joints, trough-type facetectomy was done at the l3-l4 level bilaterally and decorticated the bony endplates, screws were inserted with bony bite at both levels bilaterally, the disk space had collapsed and hence posterolateral fusion was preferred over transforaminal inter-body fusion, rods were applied to the spine at l3 and l4 bilaterally, the autologous local bone, rhbmp-2 and bone graft were implanted to the spine and transverse process of l3 and l4 bilaterally. No patient complications were reported.

Event description:
It was reported that the patient underwent a posterior spinal fusion at l3-l4 in which rhbmp-2/acs was used. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at the implant site. It was reported that the patient experiences chronic pain, radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.